Event description:
It was reported that during a hand assisted laparoscopic colectomy procedure, the jaw on the device was broken. No other details of the event were provided. No patient impact reported.

Manufacturer narrative:
(B)(4). Additional information: the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade returned after the handle was depressed and the jaws opened and closed during all tests. The knife blade was buckled but not enough to affect opening and closing.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.